Event description:
It was reported that left hip revision surgery was performed due to metallosis.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the hemi head & modular sleeve were removed. The acetabular cup & stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. The revision operative report documents; ¿present was a small amount of traditional white fluffy material that we see with metallosis and this was over the trochanter. In conclusion, the clinical information provided, of the elevated metal ion levels and pain, and clinical observations during the revision surgery, may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. The root cause of the continued pain cannot be concluded with the information provided. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.